Manufacturer narrative:
Correction: section d4 - the correct serial number should have been (B)(6) rather than (B)(6).

Manufacturer narrative:
D4- primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the patient presented to clinic for a follow up. Device interrogation revealed the pacemaker was in backup vvi mode, as the patient underwent lithotripsy without a mode change. The pacemaker was successfully restored back to normal. The patient was in stable condition.

Manufacturer narrative:
Correction: section g3. The correct date received by manufacture should have been "february 12, 2026" rather than "blank".